Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed to address the occlusion. Customer experienced blood glucose (bg) level ranging between 508 mg/dl to over 600 mg/dl, high levels of ketones, and loss of consciousness. Manual injections were administered and correction boluses were delivered to address bg/ketones. Customer was taken to the emergency room (ER) and subsequently hospitalized. Customer was treated with an insulin drip. Customer was discharged on (B)(6) 2019 with no permanent damage.